Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, when the needle plunger was removed after deployment it was noted that a suture break had occurred (blue rail suture). Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: lot number was updated from 8032441 to 8021441. Evaluation summary: analysis was performed on the returned device. The reported suture detachment was unable to be confirmed as the plunger, posterior needle tip, suture, link and both cuffs were not returned. The investigation determined the reported difficulty appears to be related to an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no product quality issue identified with this device based on the information reviewed at this time.